Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported that a patient came in a few hours after bandage contact lens was removed from left eye with a corneal epithelium tear/break. This occurred five days post photo refractive keratectomy. Topical steroid dosage was increased. The patient complained of blurry vision. Two days later, micropuncture was performed. Symptoms are interfering with patient's daily activities. Four days later, the patient was diagnosed with severe corneal epithelium base membrane dystrophy.